Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: flex nexgen femoral component cemented cat#: 00576401552, lot#: unk nexgen precoat stemmed tibial component cat#: 00598003701, lot#: unk all poly patella standard cat#: 00597206532, lot#: unk stem extension straight cat#: 00598801215, lot#: unk. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 08214, 0001822565 - 2017 - 08215, 0001822565 - 2017 - 08216. Product location is unknown.

Event description:
It was reported a patient was revised two years after initial knee arthroplasty due to stiffness and inability to get full extension.